Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out of the insulin pump during a prime. Customer also reported the number 1-6 appeared on the insulin pump when changing out the insulin pump. The customer also reported the insulin pump's screen became blank when the insulin pump counted to 6. Customer's last known blood glucose was 200 mg/dl. The customer also did not observe a gap between the piston and reservoir stopper during a prime. Troubleshooting was not completed as the customer was unable to exit from the priming sequence to check the alarm history. The customer stated the drive support cap was sticking out on the insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test and unable to prime during the prime/a33 test due to protruded loose drive support disk. Unable to perform the occlusion test due to a33 alarm. The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump has normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump has pump cracked battery tube threads and minor scratched display window.